Event description:
Boston scientific crm received information that the patient with this right ventricular (rv) lead was seen in clinic for a routine follow up. The local field representative (fr) reported that rv capture could not be created and intrinsic rv amplitude and pace/sense impedance had dropped. A chest x-ray did not show any movement in the lead, however, a lead revision procedure was performed due to a suspected micro-dislodgement. The lead was successfully repositioned and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.